Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a 200 mm in length aortic dissection. It was reported that during device flushing, saline was observed coming out of the delivery system handle and not completely filling the graft cover up to the stent graft. The physician replaced the valiant device with another device and successfully completed the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event was confirmed; the delivery system could not be flushed without leaking. The root cause of the leakage was due to lack of interference between two components (silicone seal and tapered tip lumen).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.